Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a partial break in the hypotube lasercut region, located 108.5cm distal to the distal strain relief. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occured. A 4.00 x 16 synergy stent was used however the device was broke due to improper handling.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occured. A 4.00 x 16 synergy stent was used however the device was broke due to improper handling.